Event description:
A hospital nurse reported that a patient seemed startled or felt a `shocking sensation' as a psd-20 electro surgical unit (esu) was activated during a procedure. There was no evidence of burns and treatment was not prescribed.